Event description:
It was reported that during the pulse generator check, high lead impedance was observed. The threshold also measured high. No further information is available.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.